Event description:
It was reported that pump experienced malfunction with malfunction alarm displayed. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed that malfunction did not return after reset, and was advised to continue using pump and to call back if malfunction occurred again.